Event description:
After firing, the stapler would not release from rectum. After twisting several times, the stapler released. There were no tissue rings on anvil. An endoscope showed the tissue rings were still attached to anastomosis. The surgeon had to remove rings with a cautery. This caused a burn to the staple line. The anastomosis had to be recreated.